Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the lead exhibited failure to capture and failure to sense. The lead was not used and replaced. The patient experienced no consequences.